Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00474, 00476.

Event description:
Allegedly revised due to painful hip with possible metal reaction.